Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the surgeon opened the universal retrieval system in the abdominal cavity, in the first wound there was no bag at all. In the second wound, there was only a bag, but no metal parts. The third one was okay. Additional information received from applied medical representative via email 4nov2022: the patient had no problems because of this situation. Both of retrieval systems were from the same lot (and same box) they used our trocar ctf33 11x100 kii fios first entry access system in the first one, there were nothing inside the tube. It was totally empty. The second one has both metal parts and the bag, but they were separated from each other. They could not use the bag. The surgeon just pulls them out without any problem. The had to use the third one which was ok. Additional information received from applied medical representative via email 7nov2022: in the first inzii, there were only parts the plastic tube and the blue plastic actuator. In the second inzii the metal parts opened inside the patient, but there was no any harm to patient. Intervention: they opened the third retrieval system and that was okay. Patient status: the patient had no problems because of this situation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the surgeon opened the universal retrieval system in the abdominal cavity, in the first wound there was no bag at all. In the second wound, there was only a bag, but no metal parts. The third one was okay. Additional information received from applied medical representative via email 4nov2022: the patient had no problems because of this situation. Both of retrieval systems were from the same lot (and same box) they used our trocar ctf33 11x100 kii fios first entry access system in the first one, there were nothing inside the tube. It was totally empty. The second one has both metal parts and the bag, but they were separated from each other. They could not use the bag. The surgeon just pulls them out without any problem. The had to use the third one which was ok. Additional information received from applied medical representative via email 7nov2022: in the first inzii, there were only parts the plastic tube and the blue plastic actuator. In the second inzii the metal parts opened inside the patient, but there was no any harm to patient. Intervention: they opened the third retrieval system and that was okay. Patient status: the patient had no problems because of this situation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.